Manufacturer narrative:
Patient information was unavailable from the site. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. However, medtronic personnel reported that the anomaly was similar to a known issue in the medtronic navigation software anomaly tracking database. Records of the occurrence have not been added to the medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system displayed an error message that the error metric was slightly more than five millimeters. It was reported that adding additional points resolved the error metric issue. However, the high quality area of precision did not encompass the sinuses. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: patient demographics provided.